Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated they went to get an MRI of their neck and lower sacral area. Patient service specialist asked, patient said the MRI was not related to the device/therapy, but then patient said this was their 2nd implant (the first was through another manufacturer) and the same thing seemed to happen with both implants. Patient said the device seemedto work just fine for about 6 months, but then the device was not working quite right anymore. Patient stated the device didn't get their leg pain, and they don't run the stimulator as much because they needed stim to go up in their back too. Pt said this implanthad put so much pressure where they were fused at and caused problems, so patient wanted the implant removed first, then have more fusions done if needed. Patient said they were trying to avoid having fusions, but the fusions were looking likely now and said they might have to fuse 2 more spots down, down to the s2. Patient said they needed the MRI of their neck and back, because the spinal doctor asked about their hands as well because patient didn't have any feeling in them and decided to have the neck MRI along with the back.  Pt needed MRI of neck and back, but ins wasn't charged up enough to enter MRI mode earlier and pt wanted to check eligibility before their makeup MRI appointment. Pt attempted to enter MRI mode, but ins battery was too low. Pss reviewed to charge ins, and reviewed MRI mode screen meanings. Additional information was received from the patient. It was reported that the reason for call was patient mentioned they had their spinal cord stimulator explanted on (B)(6) 2023 because the scs had been bothering them for the 3 years they had it. Pt elaborated and said the scs had been giving them issues since within the first 4 months after implant date. Pt said the scs device had caused a lot of pain and the ins pushed so hard on where they were fused at in their back. Patient said they could never lay down on their back because it was like nails going down a chalkboard. Patient mentioned they told their healthcare provider about the issue and the healthcare provider thought it was because of the way the implanted neurostimulator was implanted and how it was sitting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). The pt reported they do not remember and cannot clarify the issue about the ins being explanted, but repeated that was explanted. No additional information was provided or will be provided by the patient.